Manufacturer narrative:
(B)(4). To date the incident unit has not been received for evaluation. If the generator is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a small blue flame could be seen inside the unit. The generator was removed from the operating room and another unit was used for the procedure. There was no patient injury or involvement.